Event description:
A report was received that the patient experienced a spinous process fracture following a fall on ice. The patient did not report pain due to the spinous process fracture and there was no device migration. The physician does not believe the fracture was due to the device or the procedure. No intervention will be provided.